Event description:
Healthcare professional reported right side deflation and later reported recall implant. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of deflation and anxiety-product/procedure received on january 10, 2025. With catalog number mcghan450cc. Based on the device analysis grid, the assessments of the complaint are: deflation: no observed opening on the device, observed broken on the plug strap assessed as unidentified (tear). Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and later reported recall implant. The device has been explanted and replaced.